Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, when the specimen was being retrieved, the device's bag tore, a grasper was used to fully remove the tissue in the abdomen. There was no patient injury.